Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but could not be provided. It is most likely that the issue was due to remaining test strips on transport tray.

Event description:
The customer stated that they received questionable results for approximately 100 patient samples tested for leukocytes on the urisys 2400 analyzer. The customer noted that all samples tested during the evening were resulting as negative for leukocytes and positive results had been confirmed for some of these. It was stated that the customer reviewed test results the next morning and 25 samples had results that were 500 leukocytes/ul, 20 samples had results that were 100 leukocytes/ul, and 5 had results that were 25 leukocytes/ul. The samples were repeated on a u411 analyzer and it was determined that approximately 45 to 50 of these samples had erroneous negative results that were reported outside of the laboratory. When repeated, all of the approximately 45 to 50 samples had leukocyte results that were confirmed to be > = to 100 leukocytes/ul. The repeat results were believed to be correct and corrected reports were issued for these results. The patients were not adversely affected. The test strip cassette lot number was 20653700, with an expiration date of november 2016. The customer found test strips on the transport tray and some had fallen into the measuring area. The test strips were removed and the analyzer was cleaned. The customer then performed comparison tests with another analyzer and the issue did not occur again.